Event description:
The site reported that during the implant surgery on (B)(6) 2023 for a light adjustable lens (lal, sn 70045260202, +18.5d), a capsular bag tear occurred. The surgeon performed a vitrectomy and attempted to reposition the lal into the sulcus. During repositioning, the haptic was separated from the optic body. The surgeon removed the original lal and implanted a backup lal in the sulcus (sn (B)(6) , +17.5d). Rxsight's first awareness of the event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4) .